Event description:
The pt had been experiencing inconsistent effect from the pump for approx 2 months with "apparent over/under infusion reported." The pt was hospitalized with possible withdrawal symptoms including low grade fever, altered mental status, rebound spasticity, and itchiness. The pt was treated with IV valium, morphine, and benadryl. An xray was done that demonstrated the catheter was sheared and a small length of the catheter was free floating in the intrathecal space.